Event description:
It was reported that an implant was deployed in a first diagonal lesion. A trek 2.5 x 12 mm balloon dilatation catheter (bdc) was advanced to the first obtuse marginal artery and inflated to 14 atmospheres (atm) for pre-dilatation. Another nc trek 3.0 x 12 mm bdc was advanced and inflated to 14 atm and there was at least 50% recoil and a possible linear dissection seen. The planned device was not used and another unplanned xience xpedition stent was used successfully for both treatment of the linear dissection and the lesion. This was reported by the study physician as a non-serious event and the dissection resolved without an adverse patient effect on (B)(6) 2013. The patient was discharged home on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of vessel dissection is listed as a known adverse event in the nc trek instruction for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency.